Event description:
User facility reported several unsuccessful cavity integrity assessment (cia) tests during an attempted novasure procedure. The procedure was aborted and a "small" perforation was confirmed on post hysteroscopy. During follow-up in 2009, it was reported that a laparoscopy was done, possibly followed by an abdominal hysterectomy. A hysteroscopy, dilatation and curettage (d&c), polyp removal, and sounding with a metal sound (not a hologic device) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause. We have been unable to obtain additional details or verification surrounding this event.

Manufacturer narrative:
Device history record (DHR) review was conducted for the identified lot and serial numbers of the two disposable devices. No abnormalities were found related to the reported info. The devices passed final testing prior to release. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of a uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment.